Manufacturer narrative:
Patient city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in the united kingdom on (B)(6) 2024, it was reported that the patient had hypoglycemia, memory loss subdural hematoma and depression/anxiety. Therefore, the patient was hospitalised on (B)(6) 2019 due to type 1 diabetes with hypoglycemia. During hospitalisation, the patient received cookies, glucose packs, insulin bolus, beverages. The patient stayed in hospital for 2-7 days. No further information available.